Event description:
It was reported that the ilet did not charge on the user¿s charging pad, but the ilet charged normally when placed on a different charging pad, and a replacement charger was shipped. Symptoms included no clinical effects. Outcomes included no functional impact to therapy beyond the need for a replacement accessory. Investigation included customer interview and assessment of charging function by attempting charging on an alternate pad. Investigation of this case revealed a charging accessory malfunction consistent with a charger or pad performance issue; the ilet device itself demonstrated normal charging on another pad, indicating the problem was isolated to the original charger. It was concluded, based on previously established findings for similar reports, that the cause was accessory malfunction due to a device component issue with the charging pad.